Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist was unable to determine the station name, as the patient was visible in-patient encounter system (pes), requested confirmation of the unit and area to proceed further. Later customer confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not displaying in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.